Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods were performed on the returned device. The reported calibration problem was not able to be confirmed due to the returned condition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported calibration problem appears to be related to circumstances of the procedure. The optical fiber break noted during returned device testing was the cause for the reported calibration problem. In this case, it is likely that the optical fiber break occurred due to the use or handling techniques employed. The observed stretched, kinked, and torn guidewire exit notch is consistent with the catheter being inserted onto a guidewire with excessive force used during withdrawal and is not related to the reported calibration problem. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the dragonfly optis imaging catheter was to be used in the left anterior descending (lad) lesion. However, an error (122) message displayed. Therefore, the imaging catheter was removed and another dragonfly optis imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found the guide wire exit notch was torn. No additional information was provided.